Manufacturer narrative:
This report is submitted on december 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced magnet dislodgement during an MRI (date and tesla strength not reported) and reported pain at the implant site and poor performance with device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.